Event description:
The user facility reported that towards the conclusion of a colonoscopy procedure, an unidentified black piece was observed to have settled near the opening of the pt's rectum. Attempts made to retrieve the piece with an unk piece of instrument proved unsuccessful. The mgr at the user facility stated that the unidentified piece would have safely passed through the normal cavity, and pt harm is highly unlikely. The users also acknowledged that they did not suspect the piece to have detached from the endoscope; however, the users could not identify its origins. The pt was reportedly doing fine to date. There have been no other significant add'l info provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval could not duplicate the user's report. However, there was a crack observed in the bending section cement. There were excessive play noted on the control knobs due to overstretched angle wires. A baroscope was utilized to examine the biopsy channel, and no foreign object or debris was found. The device passed the leak test. The unidentified black piece could not be determined, but strongly appears to be similar to a bending section cement. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.